Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (b)(4,) product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient stated having his implant the last 2 years had been a living nightmare. He also noted that it was not worth it. The patient outcome was unknown at the time of this report. Additional information was requested, but was not available as of the date of this report.